Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1 (is product problem); d4(catalog, serial) b1: ticked to capture product problem. The cause of the issue was not determined without returned product investigation and sufficient clinical information, including data log.

Event description:
An impella cp was inserted percutaneously via the right femoral artery in a 50-year-old male patient for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities are diabetes mellitus. The patient¿s scai shock stage prior to initiation of support was unspecified. The patient underwent percutaneous coronary intervention (pci) with stent placement to the left anterior descending (lad) artery. The impella cp was placed prior to pci for hemodynamic support. The act at the time of insertion was 270, within the recommended range. At end of procedure, the device remained in place, and the patient was transferred to the ICU on support. Later that morning, nursing staff reported bloody urine and bloody/tinged urine was noted in foley catheter during rounds consistent with hemolysis. No blood products were infused. Imaging to confirm pump position and/or whether device was repositioned is unknown. The patient was stable. Additionally, that same day an echocardiogram identified a large, dense left ventricular (lv) thrombus measuring approximately 4 cm x 2 cm, located in the apex and described as non-mobile. The patient was neurologically intact. The impella cp remained in place and there was no consequence on the device performance (p-9, 3.4 l/min). No allegation against the impella was reported for this finding, and there was no harm to the patient. The patient outcome and survival outcome at explant are to be determined as the patient is still on support. Hemolysis is a known risk associated with impella cp and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions. Although thrombus is a risk with impella cp use due to catheter presence, stasis, and or insufficient anticoagulation it may be influenced by patient¿s underlying clinical critical condition.

Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted percutaneously via the right femoral artery in a 50-year-old male patient for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities are diabetes mellitus. The patient¿s scai shock stage prior to initiation of support was unspecified. The patient underwent percutaneous coronary intervention (pci) with stent placement to the left anterior descending (lad) artery. The impella cp was placed prior to pci for hemodynamic support. The act at the time of insertion was 270, within the recommended range. At end of procedure, the device remained in place, and the patient was transferred to the ICU on support. Later that morning, nursing staff reported bloody urine and bloody/tinged urine was noted in foley catheter during rounds consistent with hemolysis. No blood products were infused. The field representative responded that in regards to the hemolysis, it was repositioned under echo guidance. Imaging to confirm pump position and/or whether device was repositioned is unknown. The patient was stable. Additionally, that same day an echocardiogram identified a large, dense left ventricular (lv) thrombus measuring approximately 4 cm x 2 cm, located in the apex and described as non-mobile. The field representative responded that the thrombus was not thought to be related to the impella and was thought to have been a old thrombus. The patient was neurologically intact. The impella cp remained in place (p-9, 3.4 l/min). The field representative responded that the patient was subsequently transferred to ucsf, and was uncertain as to if this resolved. The pump was weaned and explanted. The patient outcome was survival outcome at explant. Hemolysis is a known risk associated with impella cp and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
B5 updated based on the additional information received. H6 health effect - clinical code e0514 was omitted based on the additional information received.

Manufacturer narrative:
Additional information received confirms the impella pump was explanted after six days of support. The patient was successfully weaned and reported to have survived at the time of explant. Section d6b was updated accordingly.